Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was implanted yesterday and they are having trouble getting ins to function. Patient had a rechargeable ins implanted and using the patient programmer (pp) remote. Caller did not have model or serial number available. Patient was not feeling stimulation. The caller had been trying to read the book and caller could not figure out how to use the pp. Caller said she didn't find the icons she was seeing on pp, in the book. Caller was not in the room when patient was having ins implanted and didn't hear any instruction given to the patient. Troubleshooting was performed. Pp showed the stim was off. Caller was walked through turning stim on and increasing stimulation. Caller said patient was on group a, program 1 at 3.65 and patient did not feel stimulation. Caller increased to 4.70 and patient could feel stimulation. After troubleshooting, patient's issue were resolved. Patient was able to turn stim bac on successfully. Further information was reviewed with the caller about the pp use, pp antenna use/placement, button use, icon meaning and screen meaning. Caller did not know the names of the managing hcps. No further complications were reported/anticipated. (B)(6) 2018 additional information was received. Family member reported that there was not really any device issue. Patient was just implanted and she needed help with figuring out the icons and operation of the devices. The manufacturer agent helped her understand icons, walked her thorough the steps and everything was fine. It was more of an educational call and manufacturer was very helpful. Patient's weight was around (B)(6) pounds at the time of the implant. The device has been working very well since the implant.